Event description:
I have a medtronic synchromed 3 intrathecal pain pump implanted. Medtronic is aware of this problem and did not notify the doctor's or patients allowing them ample time to get oral medication to prevent withdrawal. After daylight savings time and having your pain pump updated you are automatically locked out of the device for at the minimum of 24 hours preventing the ability to take a bolus dose of medication. I receive over half of my medication daily through using boluses and am experiencing extreme withdrawal. If I was made aware beforehand I could have gotten oral medication from my doctor to prevent this from happening. I'm absolutely disgusted that medtronic is aware of this issue and did absolutely nothing about it. They could careless because at most you will give them a fine and move on. People could die because of this. When is medtronic going to be held accountable for their actions? I guess when you are a billion-dollar company and can tie up court cases for 20 years no accountability ever comes. Something needs changed. I am a patient in extreme pain and nobody cares. It's wrong that company's continue to get away with not properly addressing problems. I've had so many unnecessary surgeries because of faulty medtronic equipment and it's never addressed. They just continue putting out a subpar product that has serious consequences for their patients. Patience is in extreme pain due to the careless of medtronic. Hydromorphone and bupivacaine through medtronic intrathecal pain pump implant.